Manufacturer narrative:
Additional information:b5, g3, h6 (rfr: device stopped working) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during tonsilectomy procedure, the surgeon complained that too much bleeding was observed and complained that the device did not seal complete. There was activation tone but alarm end tones were not heard. No blood transfusion was performed and no medical intervention or reoperation done to patient to stop the bleeding. The procedure was completed by a non-medtronic suction coagulation device.

Manufacturer narrative:
D10 concomitant product: vlft10gen ft series energy platformx1 (serial#: unknown) this product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k171066. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during tonsilectomy procedure, the surgeon complained that too much bleeding was observed and complained that the device did not seal complete and alarm end tones were not heard. No blood transfusion was performed and no medical intervention or reoperation done to patient to stop the bleeding. The procedure completed a non-medtronic suction coagulation device.